Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm, up or down got stuck and non responsive. Insulin squirting out while priming. No harm requiring medical intervention was reported. The customer was declined troubleshooting. The insulin pump received unexplained no delivery alarm and hairline cracked on side. The device will not be returned for analysis.